Event description:
The reporter states that the customer obtained a 519 mg/dl and 99 mg/dl blood glucose comparison on the accu-chek aviva system. The reporter states the customer obtained an additional comparison with blood glucose results 479 mg/dl and 99 mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.